Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg, no investigation could be performed. A DHR review was conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pump "just keeps shutting off" and does not alarm beforehand. Mmdg did follow up with the initial reporter who stated that they were able to start the pump again each time after changing the batteries, and that they had not had any delay in therapy. They were not willing to provide any additional information. (B)(4).